Manufacturer narrative:
Investigation summary: "material #: 365301. Lot/batch #: 1319853. Bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to incorrect cap color as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of incorrect cap color. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes has a clear cap, has a blue on instead. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: ¿the tube that has a clear cap, has a blue on instead. The sticker if the tube belongs to the ref: (B)(4)"